Manufacturer narrative:
(B)(4). The complaint opt316 cannula is en route to fisher & paykel healthcare in new zealand. A follow up report will be provided upon completion of our investigation.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Method: the complaint op316 cannula was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the right flexitube (cannula tubing) was damaged where it connects to the swivel grip. The tubing was stretched and broken but the metal spring was still attached. A lot check could not be performed as no lot number was provided. Conclusion: the damage to the flexitube was most likely caused by an excessive pulling force, as reported by the hospital. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put on hold for investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the tubing of an opt316 optiflow junior nasal cannula became damaged after the patient pulled on the tubing. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the tubing of an opt316 optiflow junior nasal cannula became damaged after the patient pulled on the tubing. No patient consequence was reported.